Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed abrasion marks at several positions along the lead body. Furthermore, cuts in the insulation were found. It is reasonable to assume that these cuts resulted from the explantation procedure. Blood penetrated the lead in these areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted because of small p waves and possible tissue in helix. Should additional information be received, this file will be updated.